Manufacturer narrative:
A visual inspection of the returned device confirmed the stated failure mode. One of the holding tips on the device was bent, rendering the device inoperable. The device exhibits signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery, it was noticed that on the forceps one of the tips is bent. No delay and no injury. Surgery was concluded with a backup device from another company.